Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd keypad connector. Unable to perform rewind test or any test due to unresponsive button. The insulin pump had cracked lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 8 mmol/l. The customer disconnected from the insulin pump and used a manual injection. The customer was informed that the product would be replaced.